Event description:
Further information reported from the physician's office indicated the cause of the event was "subjective response to stimulation." The physician further indicated the event was not related to the device, lead or extensions. All impedance measurements were within normal limits. It was stated that when the device was reprogrammed at slower pace, the patient symptoms resolved. Please see manufacturing report # 3004209178-2013 for additional information regarding the other device of this dual side system.

Event description:
Additional information received reported that after the patient was implanted his devices were set at 2v on one side and 4v on the other. The reporter thought those settings were too high and the patient had a 'bad reaction.' It was stated that the physician called his reaction 'dyskinesia,' but the patient thought it was more like 'violent seizures' and he was 'bouncing off the walls.' The caller stated that, that happened twice. The patient was set at a lower voltage and only increases the voltage a little at a time. He used to increase stimulation 0.1 v every two weeks, now he increases stimulation 0.2v every two weeks. It was noted that the patient's 'transmitter moves around.' It was not clear what that meant. It was reported that the patient felt as though his 'brain was a little weird' and he felt 'a little heavier.' It was not clear what those statements meant. No further information was provided. Refer to manufacturer report# 3004209178-2013-00918. The patient has two devices and it was not clear which one was causing the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when stimulation was first turned on for a patient, he had "fanatically action, like seizures." The reporter stated that the device was turned on and was set on "two and four" and the patient was fine "right then." Then, about an hour later, the patient "started bouncing off the walls" and later when he got home he had to call paramedics to come and turn the device off and take him to the hospital. It was reported that this happened three times before the patient found a doctor who knew what it was and was able to deal with it. The reporter stated that it was a "traumatic experience." It was noted that the patient didn't have any reaction to having the device in, and his reaction was when the device was turned up "too high." The reporter stated that the patient's brain was very sensitive to charge. It was noted that the patient's doctor started turning him up a little bit every month and there hadn't been issues with seizures as the device had been turned back up, but it was very slow to get therapeutic results. It was reported that when the patient used a heating pad his right arm got "real weird," it scared him and he stopped using the heating pad. Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2013-00918. It was unclear which device was the cause of the event.

Manufacturer narrative:
Product ID, neu_unknown_ext lot# serial# unknown, implanted: 2012 (B)(6), product type extension product ID, 7482a66 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v838904, implanted: 2012 (B)(6), product type lead product ID, 3389s-40 lot# v838904, implanted: 2011 (B)(6), product type lead. (B)(4).